Event description:
It was reported that the patient had not had therapeutic effect since device implanted on (B)(6) 2015. The doctor did not have baclofen for the pump at implant and the patient had to go 2 weeks without medication in the pump. The patient had saline in the pump and gablofen was put in on (B)(6) 2015. The patient had not yet had any results as of the date of the report and the patient's symptoms had gotten worse. The reporter stated that the catheter felt like it was "across the pump under the incision area" and was worried that medication was not going through the catheter. The reporter attempted to contact the patient's healthcare provider (hcp) but had not received a response. Patient outcome was unavailable at the time of the report. The device system currently delivered gabalon at 50mcg/day. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).